Event description:
Additional information provided imagery, the valve frame appears damaged. As per pre-decontamination evaluation, there was a sheath liner strand, and the strain relief was damaged.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and engineering evaluation findings. Sections b5, g6, h2, h3, h10, h6: impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. A correction was made to h6 component code. The complaint device was returned to edwards for evaluation. Engineering performed visual examination and the following was observed; there was strain relief damage at 0.5cm, 2.5cm, 4.5cm and 8cm from distal comnut, there was a sheath shaft kink at 7cm from distal strain relief, the liner was partially expanded 2cm in length from the distal strain relief, there was a liner tear 13cm in length from the distal strain relief, the crimped valve was protruding from the torn sheath liner approximately 13.5cm from the distal strain relief, there was a liner strand observed at 14cm from the strain relief measuring 4cm in length, the remaining liner is unexpanded and the distal tip is unopened, there was soft tip damage observed, there was scratches observed along the shaft, and there were bent struts observed on the exposed valve. The technical summary, instructions for use (IFU), device training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the case imagery showed the patients right access vessel was tortuous. The crimped valve was outside the sheath profile and there was one bent strut noted at the outflow side. The complaint of a liner punctured was confirmed based on evaluation of the returned device and review of the provided device related imagery. The complaint of a liner strand was identified during evaluation of the while the returned product. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (device manipulation) likely contributed to the event. The degree of access vessel tortuosity and calcification was reported as ''moderate'', with tortuosity also observed in the provided fluoroscopic image. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with noncoaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The reported events are anticipated in the risk management documentation for transcatheter heart valve procedures. A prior investigation of this type of event is document in an edwards lifesciences technical summary and is applicable to this complaint. Based on this assessment, further evaluation of the failure modes is not warranted. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliate during a transfemoral transcatheter valve replacement (thv) with a sapien 3 ultra resilia valve, there was no resistance during the initial introduction of the commander delivery system (ds). However, resistance was noted at the blue portion during advancement of the ds into the 14f esheath+. Additionally, a sheath kink was observed. Fluoroscopy showed that the ds with the crimp valve had perforated the sheath and this led to a perforation in the right common iliac artery, which was associated with bleeding and subsequent circulatory arrest. An attempt was made using a balloon to occlude the area above the perforation to block blood flow on the right side of the common iliac artery. Resuscitation efforts were initiated but unsuccessful. The patient died the same day.